Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # 314.115, synthes lot # 5511347, supplier lot # na, release to warehouse date: 14 may 2007, manufactured by synthes brandywine. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the stardrive(tm) screwdriver t15 (part #: 314.115 and lot #: 5511347) was received at us customer quality (cq). Upon visual inspection, it was observed that the handle was broken in more than two pieces. The broken parts were received at cq.. No other issues were identified with the returned device. Device failure/ defect found? Yes dimensional inspection: a dimensional inspection was not performed due to a definitive finding of the broken handle of the device. Documentation/ specification review: the following current and manufacturing drawings were reviewed: t15 screwdriver complaint confirmed? Yes investigation conclusion: the complaint condition is confirmed as the handle of the device was broken. While a definitive root cause could not be determined for the broken handle, but it is possible that the device might have encountered unintended forces during its usage. During the investigation, no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, while assisting the surgeon, the other surgeon had a stardrive screwdriver handle break during use. The surgeon was hand tightening a locking 3.5mm cortex screw into a plate when the handle broke into pieces and separated from the shaft of the screwdriver. A different screwdriver was used to finish inserting the screw. No fragments fell into the surgical incision. The incision was made on the lateral aspect of the left proximal tibia. All fragments appeared to fall to the floor. The fragments were generated. There was no surgical delay. The procedure successfully completed. No patient consequences. Concomitant devices reported: screws: trauma (part number unknown, lot unknown, quantity 1). This report involves one (1) stardrive(tm) screwdriver t15. This is report 1 of 1 for (B)(4).